Manufacturer narrative:
The device manufacture date was unknown. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery the craniotome device foot plate snapped off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the date the device was returned to the manufacturer was reported as 01/23/2019 in the initial report and has been updated to 01/22/2019. The device manufacture date was reported as unknown in the initial medwatch report. This has been updated to 07/14/2014. The UDI has been updated accordingly. The actual device was returned for evaluation. The device was evaluated and it was determined that the device was bent and broken, drill tip and the device failed the cutter insertion and could not insert the cutter due to broken and corroded bearings due to excessive force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.